Event description:
Pt reported experiencing redness, swelling, and puffiness caused by the infusion set. Pt indicated that he was aware of being allergic to the infusion set, but indicated he did not stop using them as they are the only ones that seem to help keep his readings regulated. Pt indicated that on occasion his infusion sites have gotten infected with pus and was painful to the touch. Pt indicated that he was told by his physician to seek assistance from the hosp nurses, but was not able to speak with them. Pt indicated that he had also been getting erratic readings and believed they were caused by the occlusions he had received from the device.